Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the slitter blade slipped off of the catheter as slitting was being finished and the attempted his bundle lead was bent as a result. It was noted that the physician had to apply strong tension while slitting as the slitter would easily detach and this may have caused the slitter to become stuck. The catheter and lead were removed and new product was used to complete the implant. No patient complications have been reported as a result of this event.